Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported crosstalk was observed after device implant. Patient is pacer dependent. Reprogramming changes were recommended. No further information is available.